Event description:
Patient revised to adress osteolysis and polyethylene wear.

Manufacturer narrative:
Examination of the returned item confirms wear of the poly material. There is nothing noted that appears excessive for the length of time in-vivo. Device and records evaluation did not verify or identify any evidence of product error regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.